Event description:
It was reported that the customer was vomiting and hospitalized due to high blood glucose and ketones. It was stated that the troubleshooting was declined, and the nurse did not feel it was the insulin pump issue. The nurse stated that she wants to know the customer's sensitivity rate is. The nurse stated that they will call back if it is necessary. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.